Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their front teeth are chipping and that their left front tooth is loose and is about to fall out. Provided education and requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.